Event description:
Information received indicates the brake will not hold. The stretcher moves slightly.

Manufacturer narrative:
The technician found the brake and brake/steer casters needed to be replaced. Repairs have not been completed.